Event description:
International distributor contacted dexcom technical support on (B)(6) 2014, to report on behalf of patient cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).